Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer returned lot numbers 278266, 278284, and 278295. It is unknown which lot was the lot of the complaint.

Event description:
Customer reportedly received results of 320 mg/dl and 56 mg/dl within 10 minutes on the mobile system. Low blood glucose symptoms were reported with these results. The customer was treated with dextrose. No adverse event related to the device was reported. Requested return of suspect device.